Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high thresholds. A replacement procedure was planned for the ipg, and the lead remains in use. No patient complications have been reported as a result of this event.